Event description:
On (B)(6) 2015, it was reported to midmark that an x-ray unit (preva intraoral dental x-ray system, serial number (B)(4)) partially separated from its wall mounting at a user facility in (B)(6). One of the two fasteners (long socket cap screws) that bolt the control unit to the wall plate fractured, causing the control unit to rotate sideways and the tube head to make contact with the ground. No injuries were reported. The unit has been remounted, and the broken screw was returned to midmark for evaluation.